Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they were having trouble with the connection to their device. Patient said they originally had it working because they changed the program, but now the setting was too high and they needed to lower it, but they couldn't get it to connect. Patient had been all over their device with their communicator and kept getting 'retry' and 'no device found. ' agent asked, patient confirmed they were not near any electrical magnetic interference, and that they were placing the blue side of the communicator vertically over their implant. Patient was able to feel their stimulator when they palpated their skin. Agent had patient toggle bluetooth off and back on and try to connect again, but patient kept getting the 'no device found' screen. Toggled location on and off. Patient mentioned they had an x-ray 6 weeks ago to make sure the position was fine, because they had been having such bad incontinence. Patient confirmed the issue had been going on since they had open heart surgery in february, and had been really bad for the last year (2023). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.